Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarm did not sound and they experienced dizziness and a loss of consciousness requiring treatment of 2 sachets of sugar and juice provided by their partner. A glucose reading of 54 mg/dl was obtained on an unspecified meter. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor(B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer reported the low glucose alarm did not sound and they experienced dizziness and a loss of consciousness requiring treatment of 2 sachets of sugar and juice provided by their partner. A glucose reading of 54 mg/dl was obtained on an unspecified meter. There was no report of death or permanent injury associated with this event.